Event description:
It was reported that pericardial effusion occurred. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. The faradrive sheath was removed from the patient, and the ablation procedure was completed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient and then performed a transesophageal echocardiogram (tee). The physician positioned the was in the laa of the patient. The pigtail catheter was removed, and the was did not appear deep in the laa. There was a delay in replacing the pigtail with the wds because the continuous flush was disconnected which required the wds to be reprepared. The wds was then inserted into the was using flush, then a contrast injection was performed. The contrast was used to guide deployment, and the closure device was successfully implanted in the laa of the patient. The patient became severely hypotensive and a large pericardial effusion with cardiac tamponade was noted. The effusion was noted to be around both ventricles but mostly on the right. The patient was given medication to help treat the hypotension. The physician performed a pericardiocentesis and drained the effusion removing 750ml of fluid. The effusion resolved and the patient's blood pressure stabilized. The patient was sent to recovery and then the intensive care unit. Another 100ml of fluid was removed while the patient was in recovery. The patient remained stable and there were no other complications that were reported to have occurred. The patient is expected to make a full recovery from this event.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050, batch # 0038279502. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Brand name instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade (additional device required, hospitalization, intensive care) and hypotension (medication required). Risk review: a risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade, and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. The faradrive sheath was removed from the patient, and the ablation procedure was completed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient and then performed a transesophageal echocardiogram (tee). The physician positioned the was in the laa of the patient. The pigtail catheter was removed, and the was did not appear deep in the laa. There was a delay in replacing the pigtail with the wds because the continuous flush was disconnected which required the wds to be reprepared. The wds was then inserted into the was using flush, then a contrast injection was performed. The contrast was used to guide deployment, and the closure device was successfully implanted in the laa of the patient. The patient became severely hypotensive and a large pericardial effusion with cardiac tamponade was noted. The effusion was noted to be around both ventricles but mostly on the right. The patient was given medication to help treat the hypotension. The physician performed a pericardiocentesis and drained the effusion removing 750ml of fluid. The effusion resolved and the patient's blood pressure stabilized. The patient was sent to recovery and then the intensive care unit. Another 100ml of fluid was removed while the patient was in recovery. The patient remained stable and there were no other complications that were reported to have occurred. The patient is expected to make a full recovery from this event.